Event description:
Gliatech received notice of this event from distributor. He spoke with the reporter who was concerned with a product warning that had been issued to all hospitals regarding possible allergic reactions to adcon. This has coincided with one of his patients having another severe case of 'anaphylactic shock' as soon as adcon is applied. The reporter described this as a classic case similar to anaphylactic shock and that it was a very severe reaction with swelling of the tongue. He also mentioned that he has noticed "changes" when adcon-l is applied and that they have "gotten use to it". The anesthetist now routinely gives fluids at the time of application. The reporter is still "happy to use adcon-l".